Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) that they have had a fluid leak or condensation for the last week. The reporter stated that the inside of the cassette door and the pumps have been damp which requires him to wipe it dry. Fluid was discovered at treatment complete - step 9 remove cassette. The patient was not connected during the incidents. Fluid was discovered in the pump module area; fluid was discovered on the external of the cassette. Fluid leaked from an unknown location. The reporter stated he sees no defect to the cassette itself. There were no alarms/warnings prior to or after the leak occurred. The volume of the leak was small; beads of liquid 1/4 tsp. The film on the back of the cassette is not loose. Ts provided information regarding fluid leak/condensation, and advised to no longer wipe away any condensation and to close the cassette door until next treatment use. Upon follow up, the patient contact stated that they thoroughly inspected the cassettes and could find no point of leakage. The dampness was discovered after treatment while breaking down the cycler. The patient was not connected. The patient was able to complete treatments. They attribute the dampness to condensation. One of the cassettes is available for return. There was no patient serious injury or medical intervention required as a result of this event.

Event description:
A peritoneal dialysis patient contact reported to fresenius technical support (ts) that they have had a fluid leak or condensation for the last week. The reporter stated that the inside of the cassette door and the pumps have been damp which requires him to wipe it dry. Fluid was discovered at treatment complete - step 9 remove cassette. The patient was not connected during the incidents. Fluid was discovered in the pump module area; fluid was discovered on the external of the cassette. Fluid leaked from an unknown location. The reporter stated he sees no defect to the cassette itself. There were no alarms/warnings prior to or after the leak occurred. The volume of the leak was small; beads of liquid 1/4 tsp. The film on the back of the cassette is not loose. Ts provided information regarding fluid leak/condensation, and advised to no longer wipe away any condensation and to close the cassette door until next treatment use. Upon follow up, the patient contact stated that they thoroughly inspected the cassettes and could find no point of leakage. The dampness was discovered after treatment while breaking down the cycler. The patient was not connected. The patient was able to complete treatments. They attribute the dampness to condensation. One of the cassettes is available for return. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
Additional information: d9; h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.